Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state "the implant can loosen, migrate, bend, or break as a result of weight bearing, load bearing, strenuous activity, or traumatic injury." While the cause of the event cannot be conclusively determined with the information available, the potential causes are improper device selection, improper stabilization, not suturing the device(s) or patient activity too soon after surgery. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A request was received for a pectus bar that is 2" inches longer than the original bar made for this patient. During follow up regarding this revision surgery it was identified there was a prior revision to reposition the bar. The pectus bar was implanted (B)(6) 2015, no stabilizers or wires were used to secure the bar. The patient had it repositioned on (B)(6) 2015 due to bar displacement (report 0001032347-2016-00074), no stabilizers or wires were used to secure the bar. The original bar was removed and replaced (B)(6) 2016 with the requested 2" longer bar. It is reported wires were used to secure the bar.